Event description:
It was reported that the fiber tip broke during a photoselective vaporization of the prostate (pvp) procedure. The procedure was completed with another device without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Examination of the returned fiber tip observed signs of melting at the cap/tip proximal to the blue arrow location and the glass cap was detached/separated. The fiber was tested with hene (helium-neon) laser fixture, and there are no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition. The observed condition of the fiber tip/cap is likely due to excessive cap wear during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contact or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap fracture. Based on analysis results a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The findings are indicative of interaction between the user and device thus contributing to the reported event.

Event description:
It was reported that the fiber tip broke after 48,569 joules with 16:58 minutes of use during a photoselective vaporization of the prostate (pvp) procedure. The tip of the fiber was not cleaned during procedure. The procedure was completed with another device without patient complications.

Manufacturer narrative:
Patient codes: corrected to reflect b5 event description. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device is not available for analysis; therefore, a physical as well as visual evaluation cannot be performed. Review of the complaint information and the instructions for use, did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information currently available the as reported event cannot be confirmed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber tip broke after 48,569 joules with 16:58 minutes of use during a photoselective vaporization of the prostate (pvp) procedure. The tip of the fiber was not cleaned during procedure. The procedure was completed with another device without patient complications.